Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on november 15, 2021, the patient underwent the surgery with the cable tensioner. First, the knob of the cable tensioner did not turn when the tension was being put on. After cutting the cable and washing the cable tensioner with physiological saline, the knob could be turned. Next, using a new cable, the tension was applied to the cable tensioner. Then locked the tension holder and the tension was released by reverse-rotating the knob, but the cable tensioner could not be removed from the tension holder. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) provisional tensioning device. This is report 4 of 7 for complaint pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6), 2021. H3, h6: part: 391.884 synthes lot: p132419 supplier lot: p132419 release to warehouse date: november 19, 2012 supplier: (B)(4) no nonconformance reports (ncrs) were generated during production. The product was returned to us customer quality (cq) for evaluation. The us cq team forwarded the device to the supplier resolve surgical for investigation. Visual analysis of the returned sample revealed no issues with the provisional tensioning device. No new additional information can be added after reviewing received files. The dimensional inspection was not performed due to the design of the device and inaccessibility of the internal components without the destruction of the device. The functional test was performed on this device, and it was found that the device held 37.8 kg which is considered an acceptable result. The device also passed the fray test. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the provisional tensioning device as the device functioned as intended. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: provisional tension device orthopaedic cable system device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.